Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report a left side rupture; healthcare professional confirmed. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been replaced.

Event description:
Patient called to report a left side rupture; healthcare professional confirmed. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, black particles, fold creases. A microscopic analysis was performed which identified; wear abrasion, a curved opening and broken shell with sharp edge where is localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: a opening and broken shell with sharp edge where is localized stresses induced assessed as surgical impact.